Event description:
It was reported the patient experienced intermittent/ineffective stimulation. The patient stated she felt increased pain along her pain pattern. Follow-up identified the patient was given new programs for her interstitial cystitis; however, the patient stated she experienced increased urination despite using the new programs. The patient will be consulting with a specialist and advised to contact the sjm representative for additional programming if needed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.